Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. The customer stated that the transmitter was died, become unresponsive and does not hold any charge and red light just flashes. The insulin pump has a subtle smell of insulin coming from reservoir compartment. The customer stated that insulin pump was rejected battery in the past 1 to 2 times even though they were using brand new batteries stored in a room temp area. The customer noted one motor error in alarm history. Customer declined troubleshooting with technical support. The insulin pump will not be returned for analysis.